Event description:
Information was received that during use of this smiths medical cadd extension sets, fluid leaking was noted. It was reported that the administration sets was used for hydration with tubing connected to an extension sets. According to the reports when the extension sets was connected, fluid leaked out of the needless access connector and around the luer connector of the extension set. However, when the extension set was removed, the fluid leaking stopped. No reported adverse effects.